Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed as the device did not work. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not operating as intended. It was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, leak tested, and pressure tested. Both cylinders passed leakage and pressure testing. The first cylinder had a hole at corner of a fold in the middle of the cylinder. This cylinder had buckling folds in the proximal end of the cylinder. The second cylinder had two holes at the corner of a fold in the middle of the cylinder. This cylinder had wear at a fold in the distal end and proximal end of the cylinder. The reservoir was visually inspected and leak tested. Sharp instrument damage, with a resultant lead, was identified at the junction of the reservoir and the tubing. The pump was visually inspected, and leak tested. Under microscopic observation, blood contamination was found within the pump. The pump passed leak testing. To avoid damaging the test equipment due to the contamination, the pump was not functionally tested. Based on the information available and analysis results, the reported device issue was unable to be confirmed and the cause was not established.